Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A nurse reported a delay in treatment due to missing segments on a precision xtra meter. The nurse reported that a pt experienced symptoms of hypoglycemia. Paramedics were called and took the pt to the ER where the pt was diagnosed with hypoglycemia. The course of treatment at the hospital is unk.